Event description:
Following an atrial fibrillation procedure, the patient experienced an esophageal tissue injury (not a fistula) that did not require intervention. The temperature was being monitored by a circa device. For one moment the temperature reached 37°c, and the radiofrequency application was ceased. During a standard transesophageal echo, a tissue injury was noted. No intervention was needed, the patient remained under observation and was discharged without further treatment. There were no performance issue with abbott devices used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported esophageal tissue injury remains unknown.